Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cap on the red clamped line of a homechoice cassette was not attached; "it fell off with little to no pressure". This was observed during set up of peritoneal dialysis therapy, after the cassette was loaded. The patient was not connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One actual sample was received for evaluation. A visual inspection with the naked eye noted the connector on the red clamp supply line separated from the tubing. The reported condition was verified. The cause of the event was determined to be due to insufficient solvent at the time of assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.